Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. No additional information. Customer declined technical support offer to follow up to troubleshoot.